Manufacturer narrative:
(B)(4). Additional information: the customer complaint indicated that a hole was in the package. The package was returned with no carton and the device was not snapped into the detents. Upon visual inspection, it was confirmed that a hole was present in the tyvek lid. The appearance of the hole was a ragged puncture with separation of tyvek fibers which indicated impact to the package. The puncture was angled and bunched up on one side of the hole. During the visual inspection, it was also noted that the blister had damage angled in the same direction as the damage on the tyvek. Based on the visual inspection of the damage, it appears that the package was subjected to excess force and mishandling. The hole was not aligned with any part of the device nor could the unsnapped device have caused the damage to the tyvek or blister. No carton was returned to assess if any additional damage could be seen on the carton or on other devices housed in the same sales unit. At ees, packages are placed into sales unit cartons immediately after visual inspection and investigation of lot history record indicates no additional handling of the product through rework. Based on this investigation, it is suspected that the damage occurred outside the ees packaging facility.

Event description:
It was reported that prior to an unknown procedure, that a hole was noticed in the package before the device was opened. One device will be returned. No patient consequence.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.